Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the incorrect sized implants were mistakenly used during a primary modular glenoid system rtsa surgery. The size of the humeral cup (39) used was mismatched with a size 36 glenosphere. Following the surgery, the mistake was noticed by the agency. They promptly alerted the surgeon of the incorrect implanted product. The surgeon notified the patient of the error, and the patient decided to have the components changed out for the correct sizes. The revision surgery was performed on (B)(6) 2021 to change out the size of the humeral cup and glenosphere. A new spacer and poly were also added to make sure the components matched. The patient was revised with the following material; ar-9503m-06 (lot: 18.00559), ar-9505-06 (lot: 20.02214), ar-9564-2439-lat (lot: 18.00657). The following arthrex products were explanted during the revision surgery; ar-9564-2436-lat (lot: 20.1788), ar-9505-06 (lot: 19.04327), ar-9503-3639-6 (lot: 19.03606).